Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. If additional information becomes available a supplemental report will be submitted. A device history review (DHR) could not be completed due to the unknown lot number.

Event description:
The event involved a spinning spiros® closed male luer, red cap, that when connecting the doxorubicin syringe to the IV line, it was immediately noticed that the spiros cap was leaking. One drop of doxorubicin spilled onto the chemo absorbent pad that had been placed below it. There was patient involvement and no report of adverse event.